Manufacturer narrative:
Implant regio 46 fractured. Construction was a single crown. Bone loss and implant instability caused by patient related periimplantitis is documented. Fracture was caused by overloading after 13 years in situ.

Event description:
Implant fracture.

Event description:
Implant fracture.